Manufacturer narrative:
Concomitant medical products and therapy dates: asa, lipitor, carvedilol, lasix, lisinopril. According to the gore® excluder® conformable aaa endoprostheses instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. On (B)(6) 2019 a one month postop follow up CT was performed and the maximum diameter of the abdominal aortic aneurysm was reportedly 90.0mm. On (B)(6) 2021 CT imaging was performed and the maximum diameter of the abdominal aortic aneurysm was reportedly 92.0mm. On (B)(6) 2022 CT imaging was performed and the maximum diameter of the abdominal aortic aneurysm was reportedly 95.0mm. On (B)(6) 2022 a type ii endoleak was observed. Reportedly there was evidence of multiple endoleaks including one from the inferior mesenteric artery and one from the lower lumbar artery. It was reported that there were no type I endoleaks and that all proximal and distal device seals appeared to be intact. There was reportedly no type iii endoleak. On (B)(6) 2022 embolization of the right lumbar artery was performed using interlock coils and a gelfoam slurry. The treatment was successful and there were no further reported issues. The patient tolerated the procedure.